Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the annular rupture could not be determined with the available information, however, may be due to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), after the implant of a 23mm sapien 3 valve, the patient expired due to an annulus rupture.

Manufacturer narrative:
Additional information was received. The valve was implanted in the aortic position via transfemoral approach. The patient¿s native annulus measured 396 mm2 and had a mild degree of calcification. The native annulus and leaflet calcification was not bulky. The patient did not have a porcelain aorta. The coronary artery heights were 15 mm and 11.6 mm, the sinotubular junction measurements was 22 mm, the sinuses of valsalva measurement was 27 x 28 x 25 mm. The balloon was not overinflated. There was no perceived cause for the annulus rupture.

Manufacturer narrative:
Reference CAPA-20-00141.